Event description:
When cell saver was started and reservoir emptied into bowl, redish fluid was splattered into centrafudge bowl. Cycle was stopped, all hoses and connections checked, operation resumed. When cycle went to wash, centrafuge bowl was splattered with saline again operation stoppedf and connections checkdf. Physician made aaware. Decided not to give blood collected (143cc). Biomedical called. Checked equipment with original set up and ran without incident. Machine placed back into servicedevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.